Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient was implanted with bilateral implantable neurostimulators (ins) for occipital stimulation for the relief of migraines on (B)(6) 2005. She reported excellent relief of pain, but 2 weeks post-surgery presented with a wound infection in her left axilla where the ins was implanted. Cultures were taken, and the infection was found to be (B)(6). The patient was admitted to the hospital and treated with IV vancomycin and the device was explanted. The patient was discharged with a 2-week course of 600mg linezolid. The patient received steroid injections to assist in migraine relief. The patient reported continued headaches, and it was decided to reimplant her with an ins. A nasal swab tested (B)(6), so the patient was given nasal mupirocin and vancomycin preoperatively. No post-operative infections were reported. No specific device issues were alleged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.